Event description:
The customer reported via phone call that a battery cap was sent and the customer has had an elevated blood glucose. Customer stated that the insulin pump dies after a few days. Customer's blood glucose was over 600 mg/dl at the time. Customer had a headache and her mother declined troubleshooting for the high blood glucose. It was found that the customer only uses the pump for high blood glucose treatment. Customer went to the emergency room on (B)(6) 2014 with a blood glucose of over 600 mg/dl. Customer stated that she still had an elevated blood glucose. Customer's mother stated that she was off the pump and she did not have any supplies at the time. Customer was not wearing the pump at the time of the emergency room visit. Customer declined to have her meter checked.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.